Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and "lymphadenopathy with benign characteristics" confirmed with ultrasound. The device has been explanted.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted the event could not be confirmed as the event is physiological in nature.

Manufacturer narrative:
Continued e1 - phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade IV" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and lymphadenopathy.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and "lymphadenopathy with benign characteristics" confirmed with ultrasound. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and "lymphadenopathy with benign characteristics" confirmed with ultrasound. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 24feb2024.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and "lymphadenopathy with benign characteristics" confirmed with ultrasound. Device has been explanted.